Manufacturer narrative:
(B)(4)

Event description:
It was reported that guide wire detachment occurred. Under full heparinization (5,000 iu heparin ia.). The 4f catheter in combination with a v18 wire were used in the closure segment. Control angiography was performed and shows a clear dissection advancing the catheter to the region of the former "trifurcation". Reentry of a 300cm journey¿ guide wire to the interosseous artery. Then dilatation of the oblong occlusion segment of the entire poplitea into the exit area of the interossea using a 2.5mmx120mm balloon catheter. Intermediate check via sheath. It still shows a major closure in the segment pop.ii and iii. Still subtotal stenosis in the exit area of the interosseous artery. Then further advancement of the 2.5mm balloon into the exit area of the interosseous artery. The intermediate control shows a significantly dilated proximal interosseous artery. Still subtotal closure in the segment pop. Ii + iii. After a 5f sheath was engaged, a .0035inc guide wire was advanced and re-wire to 300cm journey¿ guide wire. Subsequently, a 3.0mmx38mm non-bsc was implanted. When retracting the stent, it was noted that the guide wire broke, outside the patient. The physician then introduce a catheter over the split end of the wire and cut the catheter with the used of scalpel. The guide wire was removed and the procedure was completed with a new .0014 guide wire over the 4f catheter. Intermediate check via sheath, still no flow in the area of the pop segment. Ii and pop. Iii. Another 3.0mmx38mm non-bsc was implanted into the pop segment. Ii. No patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a journey guidewire in two pieces. The guidewire shaft, bonds and tip were examined for any damage. The guidewire shaft was separated approximately 245cm from the tip. The distal shaft measured 245cm from the tip and the proximal portion measured 55cm which equals 300cm, the total length of this device; therefore; no pieces were missing upon return. Further microscopic examination of the separated section of the wire showed that the separation was most likely caused by a kink. The pulling action of the stent deployment system described in the customer summary may have introduced the kink to the wire in some way, which led to the separation. It may have been that the kink was introduced during the procedure in some other way and by pulling the stent system back over the kink caused the separation. The inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that guide wire detachment occurred. Under full heparinization (5,000 iu heparin ia.). The 4f catheter in combination with a v18 wire were used in the closure segment. Control angiography was performed and shows a clear dissection advancing the catheter to the region of the former "trifurcation". Reentry of a 300cm journey guide wire to the interosseous artery. Then dilatation of the oblong occlusion segment of the entire poplitea into the exit area of the interossea using a 2.5mmx120mm balloon catheter. Intermediate check via sheath. It still shows a major closure in the segment pop.ii and iii. Still subtotal stenosis in the exit area of the interosseous artery. Then further advancement of the 2.5mm balloon into the exit area of the interosseous artery. The intermediate control shows a significantly dilated proximal interosseous artery. Still subtotal closure in the segment pop. Ii + iii. After a 5f sheath was engaged, a .0035inc guide wire was advanced and re-wire to 300cm journey guide wire. Subsequently, a 3.0mmx38mm non-bsc was implanted. When retracting the stent, it was noted that the guide wire broke, outside the patient. The physician then introduce a catheter over the split end of the wire and cut the catheter with the used of scalpel. The guide wire was removed and the procedure was completed with a new .0014 guide wire over the 4f catheter. Intermediate check via sheath, still no flow in the area of the pop segment. Ii and pop. Iii. Another 3.0mmx38mm non-bsc was implanted into the pop segment. Ii. No patient complications were reported and the patient's status was fine and stable.